Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A similar complaint review identified no other incidents reported for entanglement. Based on the available information the cause of the reported entanglement issue is procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entanglement with a pigtail catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second cds was advanced to further reduce mr; however, the clip became entangled with a pigtail catheter that was placed in the left ventricle. Troubleshooting was performed and the clip was freed without issue. The clip was repositioned and deployed without issue. Two clips implanted reducing mr to <1. There was no tissue damage noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.